Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on january 06, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transrectal to treat a peri-rectal abscess during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the physician was unable to create a puncture. There was no blanching of the tissue noted; however, it was reported that the cautery did work. The procedure was completed using another axios stent. There were no patient complications as a result of this event. It was reported that the size of the scope used was 2.8 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 2.8mm. It was reported that the axios stent was to be implanted to treat a peri-rectal abscess. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated for placement for peri-rectal abscess.